Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 12-nov-2015: the ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 23-nov-2015: no further information could be obtained as no consumer/health professional contact details were provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-nov-2015 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 171 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergy to metals. She underwent a hysterectomy and salpingectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, the consumer had a previous history of metal allergy. Although it was not specified whether it was a nickel allergy, a contributory role of essure in the aggravation of allergy to metals cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. Further information could not be obtained.

Manufacturer narrative:
Follow-up information received on 23-nov-2015: no further information could be obtained as no consumer/health professional contact details were provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on 24-nov-2015 for the following (B)(4) preferred term: allergy to metals. The analysis in the global safety database revealed 171 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergy to metals. She underwent a hysterectomy and salpingectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, the consumer had a previous history of metal allergy. Although it was not specified whether it was a nickel allergy, a contributory role of essure in the aggravation of allergy to metals cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a surgical intervention was performed. Based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect was excluded. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on 14-oct-2015 who had essure (fallopian tube occlusion insert) inserted. Consumer experienced loss of consciousness at implantation (blood pressure was 6/4 kpa), increasingly intense pelvic pain, irregular periods, menstrual haemorrhages, itching all over the body, and exaggerated reactions if an insect bit me (she had to be injected with urbason several times, and regularly take prednisone), pain during sexual intercourse, exaggerated hair loss, exhaustion, 12 kilos weight gain, and abdominal bloating. She had to ask to remove essure, as she was allergic to metals. She told them before the implantation, but the gynaecologist said they were titanium and did not cause allergy. On (B)(6) 2015 consumer underwent hysterectomy and salpingectomy. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had allergy to metals. She underwent a hysterectomy and salpingectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, the consumer had a previous history of metal allergy. Although it was not specified whether it was a nickel allergy, a contributory role of essure in the aggravation of allergy to metals cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy and salpingectomy). A product technical analysis and further information are expected.